Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
As reported in mw5074416: the tip of stryker drill bit broke off in patient's left femur during orif. Recon nail surgery close to being finished. Drill bit attempted to be removed by surgeon for 20 minutes. Tip of drill bit finally recovered from bone at 01:23 after nail removed and incision made larger. Nail replaced in left femur.

Manufacturer narrative:
Corrected data: labeled for single use and usage of device. An event regarding crack/fracture involving a drill bit was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, functional and material analysis were not performed as the item was not returned. -clinician review: not performed as no medical records were available. -device history review: a product history review could not be performed as the device was not properly identified. -complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: it was reported that the tip of drill bit broke off. Neither the event could be confirmed nor could the root cause be determined because of the insufficient information. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported in (B)(4): the tip of stryker drill bit broke off in patient's left femur during orif. Recon nail surgery close to being finished. Drill bit attempted to be removed by surgeon for 20 minutes. Tip of drill bit finally recovered from bone at 01:23 after nail removed and incision made larger. Nail replaced in left femur.